Event description:
It was reported that this lead was an attempted implant due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact, not severed. Blood/body fluid was observed in the lumen(s), which is normal for open-tip leads. Electrical continuity testing passed, indicating intact conductors. A stylet insertion test failed due to a blockage approximately 865 mm from the terminal end, likely caused by body fluid; x-ray imaging showed no conductor damage. No electrical anomalies were identified to explain the reported clinical observations; however, the insulation damage may pose a potential risk.

Event description:
It was reported that this lead was associated with an attempted implant. During the procedure, the lead "popped" when it was flushed, there was significant resistance during flushing, and the lead insulation subsequently burst. A new lead was successfully implanted. No additional adverse patient effects were reported. The affected lead has already been returned for analysis.

Event description:
It was reported that this lead was associated with an attempted implant. During the procedure, the lead "popped" when it was flushed, there was significant resistance during flushing, and the lead insulation subsequently burst. A new lead was successfully implanted. No additional adverse patient effects were reported. The affected lead has already been returned for analysis.